Manufacturer narrative:
On 13-nov-2020, mentor received additional information regarding the date of implantation. The date of implantation is (B)(6) 2001. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including unspecified illness and unable to work. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. The patient is planning to undergo bilateral removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date. Since no contact information was provided, mentor was unable to follow up for additional information. This report is for the right-sided prosthesis.